Manufacturer narrative:
The lead is not expected to be returned at this time. If the device/lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned due to an unknown product performance issue. The lead is capped and remains inside the patient. No additional adverse patient effects were reported.